Event description:
Philips received a report from a customer that a female pt was positioned feet first supine, with the torso xl coil around the belly for an examination of the cervix. After the examination a blister of 2cm in diameter was observed around the belly button.

Manufacturer narrative:
(B)(4). When the investigation is completed, a f/u report will be sent to the FDA.